Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex set, the pipeline interface was observed to be damaged. It was further reported it was unable to be loaded in the device. There was no external leak noted. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was received for evaluation. During visual inspection of the actual sample, the product showed that the return line is cut inside the screwed connector. The reported condition was verified. The most probable cause is that a shock and an exposition to low temperature occurred during transport by the local carrier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.